Event description:
It was reported patient underwent a total hip arthroplasty in 1996. Subsequently, patient alleges undergoing four revisions including on (B)(6) 2001 and (B)(6) 2012 due to pain. The acetabular cup and liner were removed and replaced in the (B)(6) 2001 revision procedure. The modular head, liner and taper adapter were removed and replaced in the (B)(6) 2012 revision procedure. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Manufacture date ¿ unknown. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-00476 / 00478).

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.